Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, an iliac vein rupture was noted post-procedure of a 25 mm amplatzer amulet implant, which required a stent a few hours later. The cause of this iliac vein rupture was unknown at the time. During the case, hypotension was observed, presumed to be related to hypovolemia. Ivf and prbc were administered and the patient's blood pressure responded well. On 02 june 2017, the user contacted abbott to express her concern that it may have been related to the either of the 14f amplatzer torqvue 45x45 delivery sheaths (tv45x45) that were used. The sheaths were discarded after the case, in that at the time there was no issue. Upon retrospective review of the case notes, the first mention of hemodynamic instability was noted ~ 1 minute after removal of the first 14f tv45x45 sheath as the first amulet had been recaptured three times and a new delivery system was required per the IFU. ~2-3 minutes later the second 14f tv45x45 sheath was introduced and the 25 mm amulet was implanted. Red blood cells were administered ~ 21 minutes after that. The only other commercial sjm/abbott product used during the case was an 8f sl1, 63 cm sheath for the transseptal procedure (p/n 406840) which at this point has an unknown relationship to the event. The patient has been discharged. (Clinical study patient (B)(6))